Event description:
Customer reportedly received result of 145 mg/dl on the compact plus system and 78 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that during a low anterior resection, after the first firing, it was found that no staples were deployed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4) the manufacturer, nipro, has advised that no abnormalities were found of the biological tests performed of the retained samples for this lot number.

Event description:
On 28-jan, a report was received from a facility nurse indicating a patient reaction of a (B) (6) female patient who experienced redness of her skin three minutes after the start of hemodialysis therapy involving a xenium dialyzer. The patient was disconnected from therapy and oxygen was administered. The patient stabilized. The physician evaluated the patient. The patient continued with the therapy with a dicea 130 filter, which is the filter the patient always uses. The sample was discarded by the personnel from the clinic. There are no companion samples available for evaluation. The patient symptoms resolved and the patient outcome was good.

Manufacturer narrative:
(B)(4).information received from the manufacturer, nipro, indicates the manufacturing records, process inspection records, and release inspection records of the lot number concerned were reviewed and no abnormality was found.

Manufacturer narrative:
(B) (4). The actual device was discarded and a companion sample was not available for evaluation.